Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator was returned for failure analysis with reported problems; however, the issue was not confirmed or replicated. Visual inspection noted no issues related to the reported event. Fa inspection was not able to replicate the reported event. Unit tested on system, all operations successful via all ports. No errors in logs.

Event description:
It was reported that during a training/demo of the da vinci system, the neutral pad indicator did not turn green when the pad was connected and remained red despite trying an alligator clip and moistening the grounding point with water. Technical support engineer (tse) troubleshooting first recommended using saline and a different pad type, but none was available. There was no report of patient involvement.